Event description:
While investigating a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor flag files revealed multiple abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon examination of the monitor flag files it was discovered that the monitor had multiple abnormal shutdowns. The cause of the abnormal shutdowns was isolated to intermittent bga connection issues with the digital signal processor (dsp) u500. The root cause for the fractured bga solder joints at u500 could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the intermittent connection issues with u500. The pt rec'd a replacement monitor.